Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. The customer's blood glucose was in the 300's mg/dl. The customer changed the infusion set, reloaded a cartridge and delivered a correction bolus via the pump.